Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed because the gripper line was unable to be removed and was left in the anatomy. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr) of grade 4, underwent a mitraclip procedure with implantation of one mitraclip at the medial side of the anterior 3/posterior 3 (a3/p3) mitral valve segment. The gripper line was flossed while testing gripper line removability, the lock line was removed and the clip was deployed, reducing the mr to grade 2. When the clip delivery system was removed, it was noted that the gripper line had not been removed. A sheath was introduced to remove access site friction and the gripper line was pulled slowly; however, the gripper line could not be removed. After attempts were made for approximately 1 hour, the decision was made to leave the gripper line in the patient anatomy. It was noted that after the attempts to remove the gripper line, mr had increased to 3. The patient was put on dual anti-platelet therapy for life due to the gripper line remaining in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use (IFU) instructs to grasp one of the free ends of the gripper line, confirm that the lines move freely and slowly remove the line. Pull the gripper line coaxial to the gripper lever. Clip delivery system removal should occur after the gripper line has been removed. In this case, the clip delivery system (cds) was removed before removing the gripper lines; thus, the curves on the cds when retracted outside of the steerable guide catheter (sgc) likely resulted in additional forces on the gripper line as it was being translated in the gripper line lumens. The investigation concluded that the inability to remove the gripper line was a result of the reported user error of the operator removing the clip delivery system prior to removing the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.